Manufacturer narrative:
Bayer case number: (B)(4), chronic pain [pelvic pain female], incontinence [incontinence], sex life painful or sex life even non-existent [painful intercourse], sex life painful or sex life even non-existent [sexual dysfunction], inability to walk [unable to walk] , suicidal thoughts [suicidal ideation] , case narrative: this spontaneous case describes the occurrence of pelvic pain ("chronic pain") in a 56 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2021, the patient had essure inserted. Essure was removed in 2023. On unknown date she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), incontinence ("incontinence"), dyspareunia ("sex life painful or sex life even non-existent"), sexual dysfunction ("sex life painful or sex life even non-existent"), gait inability ("inability to walk") and suicidal ideation ("suicidal thoughts"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, incontinence, dyspareunia, sexual dysfunction, gait inability or suicidal ideation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal verification it was identified that there is no suspect product is used therefore this case needs to nullify from argus database. No new follow-up information was received from the reporter. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number:(B)(4) chronic pain [pelvic pain female], incontinence [incontinence] , sex life painful or sex life even non-existent [painful intercourse] , sex life painful or sex life even non-existent [loss of libido] , inability to walk [unable to walk] , suicidal thoughts [suicidal ideation] . Case narrative: this spontaneous case describes the occurrence of pelvic pain ("chronic pain") in a 56-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2021, the patient had essure inserted. Essure was removed in 2023. On unknown date she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), incontinence ("incontinence"), dyspareunia ("sex life painful or sex life even non-existent"), loss of libido ("sex life painful or sex life even non-existent"), gait inability ("inability to walk") and suicidal ideation ("suicidal thoughts"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, incontinence, dyspareunia, loss of libido, gait inability or suicidal ideation. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pain [pelvic pain female] incontinence [incontinence] sex life painful or sex life even non-existent [painful intercourse] sex life painful or sex life even non-existent [sexual dysfunction] inability to walk [unable to walk] suicidal thoughts [suicidal ideation]. Case narrative: this spontaneous case describes the occurrence of pelvic pain ("chronic pain") in a 56-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2021, the patient had essure inserted. Essure was removed in 2023. On unknown date she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), incontinence ("incontinence"), dyspareunia ("sex life painful or sex life even non-existent"), sexual dysfunction ("sex life painful or sex life even non-existent"), gait inability ("inability to walk") and suicidal ideation ("suicidal thoughts"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, incontinence, dyspareunia, sexual dysfunction, gait inability or suicidal ideation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jul-2025: quality-safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.